Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that system scanner was failed. A technical support specialist confirmed that issue was resolved by the customer by rebooting the system. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the scanner was not scanning. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted in few minutes delay in dispensing as user logged out of rehab 2 pysix and used other pysix. There were no adverse events or injuries reported based on this incident.